Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was not getting symptom relief/symptom return and the patient was assisted with increasing stimulation and the patient confirmed feeling stimulation in the correct area. It was reported that the symptoms returned due to the batteries dying, the patient reported that they changed the batteries but could not reset machine. The patient reported that the representative talked them through the steps to reset the machine, but the antenna did not work. The patient reported the lack of therapy and symptom return had been resolved. The lack of therapy was reported to have occurred "about 3 days ago." There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.